Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The software logs were received from analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with getting the correct registration error metric to pass. They stated that they were in the front sinus and were showing to be in the eyes. They also stated that they were on the skull base but it showed they had more to go before hitting the skull using the software and instruments. It was noted that the site had first tried using the trace method and they were able to get the system down to a 1.8 but they were inaccurate when going to anatomical landmarks. Technical services (ts) recommended touch points and 3 point trace to try and get a better exam registration. The site had moved forward with their registration metric and proceeded with the case even though it may be slightly off. There was no impact on patient outcome. No additional information was received.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. Facility name received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that another patient scan was chosen and this was the reason for the inaccurate registration. There was about a 10 minute delay in the case.